Manufacturer narrative:
Philips service replaced the usb extender and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that water damage caused system startup failure; emergency mode used on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.